Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope nozzle had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. No physical damage was found where the foreign material remained. The legal manufacturer was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, and although the foreign material was confirmed, olympus could not identify the material or specify the cause. Per additional follow up from the customer, the device was cleaned, disinfected, and sterilized the product before it sent in for repair. According to the customer, there was no delay in the start of the pre-cleaning and the nozzle was flushed with water and air. The nozzle with wiped with lint-free cloths, brushes, or sponges, and it was flushed with detergent solution. The event can be detected and prevented by following the instructions for use: operation manual gif/cf/pcf-290 series chapter 3 preparation and inspection. Reprocessing manual gif/cf/pcf-290 series chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.